Event description:
Stent was deployed, on deployment, 1 centimeter in deployment appeared and felt as described by physician to bind up. Repositioned hand and device, stent then continued to deploy, didn't appear as proximal band was migrating distally cont but stent was measured at 71.3 mil.